Manufacturer narrative:
This report is for unknown cement/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that the patient underwent a pps (l2-sai) for l5 fracture due to dish on (B)(6) 2021. The screw was deployed in l2 and s1. Next, the cement was applied starting at l2 right. The cement was injected fourteen (14) minutes after the start of cement mixing as per the surgical technique at 24-degrees-centigrade room temperature; 0.8 ml of cement was applied. The surgeon noted that the cement had leaked out of the centrum. Further cement application was stopped. The surgery was completed successfully without any surgical delay. The patient status was reported as stable. This report is for the cement. This is report 1 of 1 for (B)(4). The expedium verse screw is captured on related complaint (B)(4).